Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus ireland for evaluation. Olympus (B)(4) inspected the device and confirmed the following; the residue inside air / water channels appear to be chemicals. Therefore, the reported event may have been caused by insufficient reprocessing. The channel plug of the reprocessing equipment was disassembled, but there was no evidence of residue on the air/water plug. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that there was residue inside the air/water channel at the control section. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The operation manual warns against applying external stress to the insertion section, and the reprocessing manual describes the brushing method for all channels and the appropriate storage environment after reprocessing. There may have been a difference between the reprocessing method implemented by the user facility and the reprocessing method recommended by the reprocessing manual. Therefore, omsc concluded that the reported event that there was residue inside the air/water channel may have been caused by the user's handling deviating from the instruction manual. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.